Event description:
It was reported that during a da vinci prostatectomy procedure, unintended arcing was observed from the maryland bipolar instrument. The surgical procedure was completed. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The product was returned and evaluated. A visual inspection of the instrument showed no signs of acing at the instrument's tip. In addition, no signs of char marks were observed on the instrument. The reported customer failure mode could not be confirmed with the evaluation of the instrument. The instrument's pitch cable was found to be broken at the distal clevis hub. A broken cable segment that contains the crimp was found to be missing. The clevis did not exhibit any damages or wear marks. The other cables of the instrument's wrist did not exhibit any damage. No other damages were found. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and no system errors was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: the instrument's pitch cable was found to be broken. However, there is no indication that the patient was harmed or injured because of the reported instrument issues.